Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the issue as haptic broken, torn, or missing. Additional information indicated that the surgery was completed on the same day, with no patient involvement or impact.